Manufacturer narrative:
Event year is reported as 2020; however exact date of postoperative tfna fenestrated screw breakage is unknown. Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of a broken proximal femoral nailing system (tfna) fenestrated screw. The patient was originally implanted with tfna fenestrated helical blade, tfna nail and locking screws on an unknown date. Implanted devices completely removed. The other medical intervention required is hemi hip arthroplasty. No further information provided. Concomitant device reported: tfna nail (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) tfna fenestrated screw 95mm - sterile. This is report 1 of 1 for (B)(4).